Manufacturer narrative:
Film evaluation summary: the exact cause of the distal type I endoleak could not be conclusively determined from the films provided. Pre-implant films, films at implant, and earlier post-implant films were not provided for review and comparison. The stent graft location at implant was unknown. The films provided showed that the right/contra limb is currently floating within the distal aneurysm sac. Contrast was seen outside of the stent graft at the distal aneurysm sac, from a possible distal type I endoleak. The distal contra limb od measured ~ 16 mm. The proximal portion of the right common iliac artery diameter ranged from ~ 21-20 mm, which is significantly greater than the distal contra limb od. It is possible that there was disease progression of vessel dilation in the right common iliac artery, which may have led to the stent graft losing seal with the vessel wall and result in the distal type I endoleak. The films provided also showed that starting from the level of the mid-knee, no flow was seen from the femoral arteries to the distal extremities. Both femoral arteries were aneurysmal. The exact cause of this occlusion could not be conclusively determined; however, the occlusion did not appear to be related to the stent graft. The flow in the stent graft system and common iliac arteries was patent. The occlusion may have been related to patient's anatomy; aneurysmal femoral arteries.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 78mm diameter abdominal aortic aneurysm. It was reported that the patient presented emergently in the emergency room (ER) with right leg pain and critical limb ischemia. Upon cta a type ib endoleak of the right limb with enlarging abdominal aneurysm was observed coming from the original stent graft. The physician extended both right and left limbs to hypos to regain seal and the event was resolved. The physician stated the cause of the event was anatomy related; disease progression, loss of seal of right limb in right iliac. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.